Manufacturer narrative:
The fse evaluated the instrument on 12/01/2015. The fse found that the light scatter preamplifier was damaged. The fse replaced the light scatter preamplifier, which reaired the differential results. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the coulter lh 500 hematology analyzer generated erroneous flagged results for one patient. Erroneous patient results were flagged and were not reported outside of the laboratory. There was no change or affect to patient treatment in connection with this event.